Event description:
An adverse skin reaction was reported by the healthcare professional with wear of the abbott diabetes care (adc) device. The hcp reported the customer experienced a skin allergy at the sensor site. No specific symptoms were provided except for the mention of a skin allergy. It is unknown if any treatment was given. Adc customer service contacted the hcp but did not provide other details and has no additional information about the underlying cause. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer¿s contact information was not provided. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.